Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the lamp was at 500 hours. Tac instructed the customer to replace the bulb to resolve the issue. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), there was an e103 error on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of reported event could not be identified. However, it is likely the cause is related to the lamp reaching the end of its service life. Olympus will continue to monitor field performance for this device